Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy3571 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "today an easy insertion became difficult when the pull away dilator failed. There was an intact ring of the orange dilator after pulling it apart, and a ring of plastic was completely around the catheter keeping half of the dilator still attached to PICC line. This posed difficulty as the catheter was in the frail patient with cancer pain and I was trying not to hurt her, and I could not cut it away for risk of damaging the catheter. With a lot of twisting and pulling I was able to break that remaining ring." Add info rcvd 04/07/2022: patient did not experience lasting harm; although procedure with the complication of the dilator breakaway failure did cause patient discomfort related to manipulation from vat to breakaway the catheter from her arm which was complicated by her frailness, cancer pain, and pleurovax on her right chest near her upper arm.

Event description:
It was reported "today an easy insertion became difficult when the pull away dilator failed. There was an intact ring of the orange dilator after pulling it apart, and a ring of plastic was completely around the catheter keeping half of the dilator still attached to PICC line. This posed difficulty as the catheter was in the frail patient with cancer pain and I was trying not to hurt her, and I could not cut it away for risk of damaging the catheter. With a lot of twisting and pulling I was able to break that remaining ring." Add info rcvd 04/07/2022: 1) patient did not experience lasting harm; although procedure with the complication of the dilator breakaway failure did cause patient discomfort related to manipulation from vat to breakaway the catheter from her arm which was complicated by her frailness, cancer pain, and pleurovax on her right chest near her upper arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an improper peel is confirmed and appears to be manufacturing related. One 4.5 fr x 7 cm microez micro introducer was returned for evaluation. The dilator was not returned. The orange peel tabs and sheath was returned fully split. The split surface of the orange tabs revealed one tab to contain an uneven amount of the material. The extra material formed a partial ring with the evidence of elongation at the break location. One photo sample of a microez micro introducer was also provided. The image shows one of the peeled tabs to be partially wrapped around the catheter forming a ring. The condition of the photo sample corresponded with the returned physical sample. Based on the information provided, the characteristics of the material properties likely contributed to the incomplete tab peel; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.